Manufacturer narrative:
Product complaint # (B)(4). Patent identifier: mrn:(B)(6). Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(6). The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 323.062, lot # 285p249, manufacturing site: grenchen, release to warehouse date: 23.08.2021, expiry date: 31.12.2041. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient underwent for a procedure. It was noted that while drilling for a screw, the drill bit broke. The tip of the drill bit was retained in the tibia. There was no surgical delay noted. Fragments were generated by a broken tip of drill. The surgery was successfully completed. No patient consequences noted. Concomitant devices reported: unk - screws: trauma(part# unknown, lot# unknown, qty unknown). This complaint involves one (1) device. This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).